Event description:
Additional information was received that the ipg was explanted and replaced, which addressed the issue. Therapy was restored post-operatively.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient was experiencing an increased recharge burden. Surgical intervention may take place to address the issue.